Manufacturer narrative:
A visual evaluation showed the pullwire was found to have a small portion of the proximal end of the delivery system wire loop attached. The delivery system wire loop was found to have been broken on the proximal end with wire ends stretched and frayed from tensile force. Numerous tiny cuts / scrapes were found on the dilating tip of the delivery system. No issue was found with silicone tubing or the outer ring. The condition of the returned unit was consistent with the complaint incident that the device placement was difficult and wire loop broke. It is possible that due to the presence of mesh in the patient's abdomen, the initial incision was not adequate and excessive resistance prevented placement of this device. Therefore the most probable root cause is operational context. A review of the device history record was performed for lot 14259468 and revealed no issues related to this complaint.

Manufacturer narrative:
Reported event wire on the end of peg tube broke. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02819 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the wire on the end of the peg tube broke as the physician was pulling the device through the stoma site. The physician enlarged the stoma site and got a new endovive safety peg kit pull method however the second peg tube was not able to come through the incision site. The procedure was aborted. The physician stated the incision was of proper size initially and the nurse stated that the patient may have had mesh surgically implanted. The second procedure was aborted due to the patient's anatomy. The patient's condition was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02819 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the wire on the end of the peg tube broke as the physician was pulling the device through the stoma site. The physician enlarged the stoma site and got a new endovive safety peg kit pull method; however, the second peg tube was not able to come through the incision site. The procedure was aborted. The physician stated the incision was of proper size initially and the nurse stated that the patient may have had mesh surgically implanted. The second procedure was aborted due to the patient's anatomy. The patient's condition was reported to be fine.